Event description:
During an inspection of the glidescope video laryngoscope, the customer found that the end had broken off. There was no pt harm, or any report of pt involvement.

Manufacturer narrative:
The glidescope eval is in progress. Safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. This device is ~6 years old.